Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her ipg had not worked for several months. Prior to the issue, she was having to charge the ipg twice a day. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced with a non-rechargeable model. Stimulation was restored following the procedure.

Event description:
Follow-up identified stimulation was restored following the procedure.